Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the needle separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle became detached from the sensor before inserting sensor to serter. Customer's blood glucose was unknown mg/dl. The customer was advised that we wil send a replacement sensor.